Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 65 percent remaining to 10 percent remaining 4 months later. A copy of device memory was received for analysis. Analysis of device memory confirmed a battery depletion anomaly. Boston scientific technical services (ts) recommended device replacement and discussed the replacement timeframe. Available information indicates this product remains implanted and in service. No adverse patient effects were reported. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.

Event description:
It was reported that surgical intervention was undertaken. This subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced. No additional adverse patient effects were reported. The product is not expected to be returned at this time. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) went from a battery status of 65 percent remaining to 10 percent remaining 4 months later. A copy of device memory was received for analysis. Analysis of device memory is underway. Available information indicates this product remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that analysis of this product was completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued a field safety notice regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior. This particular device is not included in the emblem s-ICD premature depletion advisory population. Patient code 3191 used to capture the reportable event of surgery.

Event description:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Patient code 3191 used to capture the reportable event of surgery.